Event description:
It was reported that the 2600 system had a physist discrepancy of the field size is too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The field size was adjusted during the service call. The system was tested and found to be working as intended and put back into service.